Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, right ventricular lead noise detected as ventricular fibrillation (vf) episode was observed. Patient had real vf events also for which device provided effective therapy. The noise was not reproducible with isometric testing. Programming changes were made. Patient was stable.